Manufacturer narrative:
(B)(4) - systolic anterior motion. Method: device not available for return. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformances. The operative report was provided for the date of explant ((B)(6) 2010).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned through follow-up with the health-care provider that the device was explanted at implant. Per the operative report, the device was implanted in an attempt to correct sam and mitral regurgitation. Patient was taken off cardiopulmonary bypass. Unfortunately, the tee continued to show sam of the anterior mitral leaflet. An incision was made in the anterior mitral leaflet and was closed with running 5-0 cardionyl suture. The sam was absent, but there was moderate residual mitral regurgitation. Therefore, the device was explanted and the device was replaced.